Event description:
Additional information received reported a rep tried to help resolve the issue over the phone, but was unable to. An appointment was scheduled for the patient to meet with a rep. The patient was having trouble with the implantable neurostimulator (ins). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that there was uncomfortable stimulation/overstimulation. The patient saw the rep yesterday for a reprogramming and therapy was working good until she came home. The patient went to adjust the stimulation and the stimulation was very strong and that it made her "end up on the floor". The patient stated that she decreased stimulation from 1.0v to .20v and to 0.0v and was still feeling stimulation. There was no trauma/falls reported that could have been related to the issue and it was confirmed that the patient did not have any falls or trauma. The patient checked the patient programmer (pp) and it said that the stimulation was on. Increasing or decreasing the stimulation did not resolve the reported issue. It was asked if the patient had adaptive stim (as) enabled and the patient said no and thought that she may have changed as. The patient wanted to know how to enable as and the patient started to scream. The patient's health aid assisted with using the pp to turn the implant off because the stimulation was too strong.